Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated one patient received treatment based on error messages of e-1503 from accu-chek inform ii meter serial number (B)(4). The customer stated the patient was tested on inform ii meter with serial number (B)(4) at 6:15 a.m. With a result of 95 mg/dl. The patient was hospitalized for an unspecified reason but they blood glucose levels had been normal. At 3:21 p.m. The patient was tested using inform ii meter serial number (B)(4) and the error message "e-1503: extremely high bg result or error detected during testing. Repeat the test using a new strip or verify symptoms." Was received. The patient was retested from the same finger stick on the meter at 3:22 p.m. And the same error was received. The nurse reported this message to the doctor who prescribed an injection of insulin. At 4:09 p.m, a serum sample was drawn and tested in a laboratory using a cobas 8000 system with a glucose result of 0 mg/dl. The patient was given glucose and "returned to normal condition in a few minutes." It was requested but not provided at what time the glucose was provided to the patient. At 4:13 p.m, the patient was tested on inform ii meter serial number (B)(4) and the customer again received the same error message. At 4:17 p.m, the patient was retested from the same finger stick on the meter and the same error was received. The patient was retested again from the same finger stick on inform ii meter with serial number (B)(4) and the same error was received. At 4:35 p.m, the patient was then tested on inform ii meter with serial number (B)(4) and the customer received the same error message. At 4:37 p.m, the patient was tested on inform ii meter with serial number (B)(4) and the customer received the same error message. At 4:43 p.m, the patient was tested on inform ii meter with serial number (B)(4) and the customer received the same error message. At 8:02 p.m, a new sample was obtained and the glucose result from the cobas 8000 system in the laboratory was < 2 mg/dl. At 9:33 p.m, a new sample was obtained and the glucose result from the cobas 8000 system in the laboratory was 271 mg/dl. It was requested but unknown if more than one dose of insulin was given or if just one dose was given based on the first error message at 3:21 p.m. The type and amount of insulin given was requested but was not provided. Quality control results were within the acceptable range on both meters prior to the event. The same vial of test strips was used for all tests. The inform ii test strip lot number was 475777 with an expiration date of 30-jun-2018. No other patients that were tested on these meters had inaccurate results and no error messages were generated. Information was provided that the customer was well-educated about the inform ii meter and was aware of error messages that show in the format of the "e-1503" message. The customer did not think there was a meter hardware or test strip issue. The customer stated a new nurse had misunderstood the error message of "e-1503" and reported this to the doctor immediately. The customer was concerned why this error message occurred only for this one patient. The investigation found for error e-1503, the pop-up error message on the meter display screen provides clear instructions. An "e" is present which is an indication of an error; the number of "1503" is such a high value, it is unlikely that this would be interpreted as an actual blood glucose value. If the nurse misunderstood this message, normal hospital protocol should provide guidance on additional steps to take such as verifying symptoms, repeating the test or using another method to obtain a result with no error. The investigation stated that an e-1503 can be caused by a high blood glucose concentration outside of the measuring range of the instrument, as well as insertion of a defective or damaged test strip, or a meter hardware error. Both meters used and the involved test strips were requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer returned both inform ii meters and the test strips. A blood and serum sample from the patient was also submitted for investigation. When these samples were tested on an inform ii meter used at the investigation site, the e-1503 error was reproduced. The returned blood samples were tested with the customer's returned strips and retention strips from the same lot. Error e-1503 was produced with each strip. Fresh blood and serum from an internal donor was also tested on the customer's returned strips and retention strips. Glucose results were produced and no error was observed. In addition, the returned blood and serum samples were tested using two different lot of inform ii strips. E-1503 error was observed with both lots. The returned blood and serum samples were also tested using a performa meter and an e3 error was observed. No error was observed with the performa meter when tested with fresh blood and serum from the internal donor. The returned patient blood and serum samples were spiked to approximately 130 mg/dl and testing was done using a performa meter. No e3 error was observed with either sample. Then, blood and serum samples were spiked close to 1000 mg/dl and the performa meter read hi (result > 600 mg/dl) with the blood sample and e3 (h48) was observed with the serum sample. The returned meter and test strips are working properly. Given the returned patient samples produced the error when there was no glucose in the samples, it appears that the e-1503 error is a result of the patient's blood chemistry; it is not due to extremely high glucose. Without knowing the medical condition of the patient or their medication list, it is difficult to determine why the patient's blood produced the e-1503 error. The e-1503 error being triggered due to high glucose is very low in occurrence and has not been observed within the last 5 years of the product being on the market. The statement on the meter when the error occurs indicates that the error is caused by either high glucose or an error was detected during testing. Based on the testing performed during the investigation, it was observed that something in the patient's blood or the therapy they are on is causing this error to occur. There has not been any record prior to this complaint of this error message being misunderstood. If the error is observed, the test should be repeated with new strips and the symptoms should be verified. The cause of this error triggering with only this patient's blood is unknown.